Event description:
It was reported that patient presented in clinic. It was noted that right ventricular (rv) lead exhibited over sensed noise leading to pacing inhibition. The lead was explanted and replaced with new lead. Patient condition was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was isolated to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.